Manufacturer narrative:
Conclusion: merit has not yet received the suspect device. The device will be evaluated when received. An investigation will be performed and a follow-up report will be submitted when additional info is available.

Event description:
The complainant reported that during a pericardiocentesis procedure, the physician attempted to remove the guide wire and found it was stuck in the catheter. The guide wire and catheter were removed and the procedure was repeated without further complication. No harm or injury to the pt was reported.